Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via e-mail that the insulin pump was not working properly. The customer's mother reported that the meter would send the reading even the blood glucose was high. The customer's mother reported that the insulin pump was showing 0.0 and they could not deliver insulin. The customer's blood glucose was 209 mg/dl at the time of call. The insulin pump will not be returned for analysis.